Manufacturer narrative:
The device is three years old. Complaint indicated ¿simultaneous deployment¿. The device was received in used but good condition. There was no sign of damage or aggressive use. T1, t2 and suture were returned and were attached to the delivery needle by suture. T¿s were undamaged, not tangled or cinched. Actuator indicated that the device had been previously deployed. Functional test indicates that the actuator cycled and actuated normally. Cause of complaint was not determined. No root cause related to the manufacturing process can be established. No further investigation warranted.

Event description:
It was reported that the first t didn´t remove after first time activate. The surgeon tries a second time, then both t´s are pushed from the needle. No patient injuries reported.